Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had some noise. The physician decided to replace it when the device was being upgraded.

Manufacturer narrative:
Upon receipt the lead was found cut approx. 6.5 cm distal to the is-1 connector pin. Two fragments were received for analysis. The returned lead fragments were subjected to an extensive analysis. The inspection demonstrated a rubbed through insulation approx. 5.5 cm distal to the is-1 connector pin. This damage can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, cuts in the insulation were observed which occurred most likely during the explantation procedure. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem.